Event description:
Fraudulent product claim. Claims magnetic therapy bracelet may relieve headaches, pain and swelling in joints, and chronic sleep disorders. Product packaging suggests modern medicine recognizes the benefits of magnet therapy.